Manufacturer narrative:
(B)(4). Force used to cross the lesion. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a heaviliy calcified, mildly tortuous, distal, left anterior decsending artery stenting procedure, there was difficulty with advancement of a xience prime 2.5 x 38 mm stent delivery system (sds) and after several attempts to cross the lesion with force, the proximal shaft of the xience prime sds broke into two pieces. The xience prime sds was removed and a non-abbbot stent was used for the procedure. There was no clinically significant delay in the procedure and no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.